Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: were there any patient consequences? No. H3 investigation summary: the product code was returned to ethicon for evaluation. One needle suture piece was received for analysis. Product code 8522h. This product code is double-armed. During the visual inspection of the returned sample, the swage and attachment area were noted as expected. The suture was examined, and fraying sutures were found, with a split approximately 3 inches from the end. Besides that, the end appears to be cut probably caused by a surgical instrument. The other section of the suture was not received for evaluation. Per the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an aortic valve replacement (avr) on (B)(6) 2024 and suture was used. During the procedure, the suture became "peeled" when placing purstring suture on aorta. When suture got pulled to close purstring, thread got "grated" into several threads. The procedure was not delayed. Another suture was used. There were no adverse patient consequences reported. Additional information was requested.